Event description:
It was reported that an ilet user experienced hyperglycemia while using a contact infusion set and contacted support, noting concern about an alarm that had not activated; the user was informed the high glucose alarm triggers after sustained readings above 300 mg/dl for 90 minutes. Symptoms included elevated blood glucose. Outcomes included glucose trending down from 271 mg/dl to 238 mg/dl during the call without need for further immediate intervention or medical care. Investigation included real-time troubleshooting and user education regarding alarm behavior and hyperglycemia management. Investigation of this case revealed no confirmed device malfunction, with glucose improving during the interaction and the cause remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.